Event description:
On (B)(6) 2022 liposuction and sculpting of abdomen, flank and back was performed by dr. (B)(6). Body tite and j plasma were used during this surgery. Immediately after, I had burning of the skin, brown hyperpigmentation, inflammation, water retention and scarring. After multiple corrective measures, skin is currently still hyperpigmented and wrinkled looking. Reference report: mw5146220.

Event description:
Additional information received on 10/30/2023 for report mw5146219 to change the MFR to inmode ltd.